Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager(stm) evaluated the iabp and was unable to reproduce the reported issue, and stated the biomed also was unable to reproduce the reported fault. However, the stm observed code #42 in the fault logs. The stm also noted that the fault journal showed the following: code #7, code #43 and code #45, which were all related to the reported issue. The stm re-seated the datasettes and retested. The stm ran iabp for about 30 minutes with no recorded faults. The stm performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fail code #42. There was no patient involvement therefore, no adverse event reported.

Event description:
It was reported that during startup, the cs300 intra-aortic balloon pump (iabp) displayed electrical test fail code #42. There was no patient involvement therefore, no adverse event reported.